Event description:
It was reported that an ilet would not charge despite attempts with multiple chargers and outlets, and the user had not worn the device for several months while using backup therapy with no impact to blood glucose. Symptoms included no adverse clinical effects. Outcomes included no interruption of therapy due to the user being on backup therapy and no need for medical care. Investigation included customer troubleshooting and replacement of the device. Investigation of this device revealed a device power or charging malfunction consistent with a failure of the charging or power subsystem. It was concluded, based on previously established findings for similar reports, that the cause was an electrical or component malfunction of the device¿s charging system.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.